Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be: insufficient drain - false empty detect and use error, initial drain alarm setting inappropriately programmed. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident the device's service history record was reviewed and no issues were identified that may have contributed to the iipvs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 20:50 with an ultrafiltration of 2292 ml during cycle 1. There has been no report of patient injury or medical intervention.